Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05043. It was reported the patient's extension was explanted and replaced due to high impedance. The patient's ipg was also explanted and replaced (with a different model), but the reason is unknown. The replacement extension resolved the patient's issue. The explanted product may not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.